Manufacturer narrative:
The returned plate was broken on the bridge one screw hole over from one of the primary guide attachment areas. The webs were damaged when inspected, though this most likely occurred during removal of the plate. The fracture surface has been smoothed out by some rubbing of the plate ends on each other. There were four screws used to secure the bone to the rib. The screw threads on the returned screws were not damaged, indicating they were able to lock into the plate and secure the plate to the bone. Additional mdrs associated with this event: 3005670412-2020-00008: plate, 3005670412-2020-00009: screw 1, 3005670412-2020-00010: screw 2, and 3005670412-2020-00011: screw 3.

Event description:
A rib plate was implanted in the patient to treat a rib fracture. At some point post op, the patient complained of tactile sensation to the plate and it was determined the plate had broke post op. The broken plate and screws were removed in a revision surgery.